Event description:
It was reported that an implantable defibrillation lead exhibited out of range shock impedance measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available, a supplemental report will be filed.